Event description:
On 8/1/95 while pt exercising on a bicycle ergometer, the fractional concentration of oxygen fell from 100% to 21.7%. The pt was using 3 l/m of oxygen via nasal prongs. Her saturation dropped from 96% to 93%. Exercise was stopped. Pt was switched to 100% oxygen from a tank. Exercise resumed without incident. Respiratory therapy notified. The device had been isolated from the wall for about 1 hr. The conclusion was it had been the device & the gas was still in the wall system.